Event description:
It was reported that the device reached elective replacement indicator (eri), and there was an unspecified lead failure noted with the right ventricular (rv) lead. The rv lead failure could not be confirmed as the device was at eri. The device and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.